Event description:
It was reported the patient¿s battery was replaced five months ago due to the battery. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, product type lead. (B)(4).